Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported pn relion 32g x 4mm 3b tw 50ct had an insufficient cannula length which caused leakage. The following information was provided by the initial reporter: "the needle metal part looks to be 1/2 the size of the prior manufacture/package 4mm pen needles. When she injects with new model/bd relion - she can't see the needle goes into site. Insulin at times rests on skin surface."

Event description:
It was reported pn relion 32g x 4mm 3b tw 50ct had an insufficient cannula length which caused leakage. The following information was provided by the initial reporter: "the needle metal part looks to be 1/2 the size of the prior manufacture/package 4mm pen needles. When she injects with new model/bd relion - she can't see the needle goes into site. Insulin at times rests on skin surface."

Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. 7 retention samples were tested for the length of IV point; all products meet the specification.